Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 22 mg/dl and the current blood glucose was 322 mg/dl. Customer treated low blood glucose with food. Customer did not stated any symptoms related to low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the insulin pump was over delivering. The insulin pump alarmed critical pump error and the screen was solid white. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device. Frn- unomed set, ozp-mmt-7020a-snsr.

Manufacturer narrative:
Retainer ring = black. On 02-aug-2022, the pump was returned due to customer allegation to pump over delivering causing low bgs, missing segments/partial display, and critical pump error (open book image). The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08690 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of nov 26, 2021 found bolus deliveries of 4.4u at 08/02/2022 11:26:48, 0.7u at 08/02/2022 12:07:53, 0.075u at 08/02/2022 13:01:26, 0.075u at 08/02/2022 14:01:25, 0.025u at 08/02/2022 15:01:25, 0.05u at 08/02/2022 16:01:27, 0.05u at 08/02/2022 17:41:22, 0.05u 08/02/2022 18:01:15, 0.025u at 08/02/2022 19:01:21, 1.9u at 08/02/2022 20:12:42, 0.05u at 08/02/2022 21:06:25, 1.0u at 08/02/2022 23:03:27, 0.025u at 08/03/2022 00:46:29. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, label damage, and corroded battery tube. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Critical pump error (open book image) not confirmed. Missing segments/partial display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.